Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable while undergoing an unrelated surgical procedure. The patient¿s ipg was replaced with a new one which resolved the issue.